Event description:
It was reported the cutter motor and vacuum would not start when the cutter knob was moved forward. The patient's breast had already been pierced. The doctor aborted the case and rescheduled the patient.